Event description:
It was reported that when the device was used during a protopexy procedure, the stapler cut the tissue but failed to staple. The surgeon reported that he didn't hear the usual "crunch" at the end of the firing cycle, but a different sound. The procedure had to be converted from stapled to sutured. There were no adverse pt consequences.